Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 409mg/dl. The customer was treated at the hospital with IV drip. The customer states they received battery out limit alarm. The customer states the batteries were out of the pump for greater than the duration allowed by the pump. The customer was requesting the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator communicates properly with the pump. No unexpected lost sensor alarm noted. The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. No unexpected finished loading alarm during the prime test. The insulin pump was programmed with multiple bolus deliveries and no unexpected alarms noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, peeling keypad overlay, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
The pump passed the delivery accuracy test.